Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified posterior dislocation. Trochanteric plate with hooks, revision of the acetabular bearing (durasul 54/36) and femoral head (biolox delta 36 col neck xl), correction of orientation and replacement of the proximal femoral stem portion (révitan right 75 mm). A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown durasul 54/36 bearing, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a right total hip arthroplasty. Subsequently, approximately 1 year and 6 months experienced a posterior dislocation, underwent a revision of the hook plate, cables, head, bearing, and proximal stem. Attempts have been made and additional information on the reported event is unavailable at this time.